Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision. Patient stated they were not getting effective therapy from their previous system and that they hadn¿t charged his battery in years. The ipg was removed and will not be returned due to facility rules. Interop testing confirmed good lead coverage and the patient had effective therapy restored in burst via a proclaim xr. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended by manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.